Manufacturer narrative:
(B)(4). The p-cap locks properly into place. Insulin pump was received with blank display due to moisture damaged electronic assembly. Unable to verify battery power loss alarm due to blank display. Insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
Information received by medtronic indicated that the insulin pump was completely turn off and turn back on. Customer stated that insulin pump had crack on battery compartment and it was exposed to water. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.